Event description:
The user facility reported had brought a console (automated impella controller (aic)) in for the impella support. The aic was found to have a broken purge disc. The team removed and replaced the console with another per IFU recommendations.

Manufacturer narrative:
The product was returned for investigation. The device was visually inspected and found the console was tested after arriving in fs. The purge disc retainer and flag were confirmed to be broken. Data analysis found that (B)(6) had nothing in the imc or rt logs indicating the purge flag and retainer had been dislodged. As per clinical investigation, the complainant had brought a console (aic) in for the impella support. The aic was found to have a broken purge disc. The team removed and replaced the console with another per IFU recommendations. The investigation determined that the cause of the issue was a missing purge retainer and flag.